Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing was observed coming from the monopolar curved scissors (mcs) with a mcs tip cover accessory installed causing a burn to fat located near the patient's bowel. The mcs instrument was immediately removed and inspection of the tip cover accessory by the surgical staff revealed that the mcs tip cover had a hole. The planned surgical procedure was completed with a replacement mcs instrument tip cover accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The site reported that the tip cover accessory will not be returned to intuitive surgical for failure analysis, therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. On (B)(4) 2012 intuitive surgical contacted the initial reporter and she indicated that there were no intra operative or immediate post operative complications experienced by the patient as a result of the reported event and no patient harm, adverse outcome or injury occurred. As of (B)(4) 2010 she does not know if the patient has returned to the hospital due to experiencing any post operative complications.